Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing low blood glucose. The customer's blood glucose 39 mg/dl. Customer stated they had treated their low with 8 glucose tablets. The customer also stated they may have been over treating with insulin, causing them to crash. Customer reported having low blood glucose for the past month. Troubleshooting found the customer's insulin pump was working as designed. The customer was advised to consult with their health care provider for their blood glucose issues. Customer's blood glucose was 70 mg/dl at the time of the call. No additional information provided.